Event description:
Customer reported that she recently had a seizure and the paramedics were called to treat her. Blood glucose level at the time of emergency call was 46 mg/dl. Customer stated that within the past several days, she had high blood glucose levels of over 600 mg/dl. Blood glucose level at the time of the call was 370 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.